Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 extension cable failed to plug into the device properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.